Event description:
It was reported that during a lap cholecystectomy procedure, the staples were not properly forming with all five devices. Some were scissoring and some were not closing. The procedure was completed with a sixth device. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.